Event description:
The manufacturer received a voluntary medwatch report (mw5102218) in which an end user alleged their CPAP device's sound abatement foam became degraded and caused lymphoma in 2019. The patient did receive medical intervention in the form of immunochemotherapy. There is no patient contact information nor serial number of devices available from the medwatch report. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch report (mw 5102218) in which an end user alleged their CPAP device's sound abatement foam became degraded and caused lymphoma in (B)(6) 2019. The patient did receive medical intervention in the form of immunochemotherapy. There is no patient contact information nor serial number of devices available from the medwatch report. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.